Manufacturer narrative:
Device was received for investigation and the customer's complaint was not confirmed as the alleged failure could not be duplicated. However, the customer's readings fell within the c zone of the parkes error grid and therefore are reportable due to clinical significance. No adverse event was reported, no third party medical intervention was required. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 435 mg/dl and 93 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.